Event description:
The hospital reported that two patients sustained perforations of the colon during colonoscopy procedures. The same colonoscope was used during both cases. One patient underwent a surgical procedure for repair of the perforation. The condition and treatment of the second patient is unknown.